Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed out the infusion set and reservoir and it worked for an hour before getting another no delivery alarm. The customer kept receiving no delivery alarms no matter what he did. Customer's blood glucose level was 400 mg/dl. The alarm was resolved by changing the complete set. The device was not returned.